Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging pump. Subsequently, low power alerts/alarm were received and pump shutdown. After 30 minutes of additional charging the alert cleared and pump battery was charged. Customer's blood glucose was 96 mg/dl.